Event description:
During the deployment of the essure, the device was noted to have a malfunction and the entire essure device was removed from the ostium. The specifics of the malfunction are unknown. This occurred with the left fallopian tube. No injuries occurred to the patient.